Event description:
It was reported that a patient with diabetes experienced one infusion site that fell out, which resulted in elevated blood glucose levels reaching 400 mg/dl. The patient subsequently normalized blood glucose by replacing the infusion set. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.